Event description:
The customer contacted philips healthcare to report that "the device has no function anymore, very urgent." There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that "the device has no function anymore, very urgent." There was no patient involvement.